Event description:
Customer initially reported lancet device would not prime while using the softclix lancet device. Manufacturer's investigation department found that lancet device would not retract after firing. No adverse event was reported. Suspect device was returned and a replacement was sent.